Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 526 mg/dl. Customer suspected elevated bg was due to stress but was unsure. Customer ate food and drank water to address elevated bg level.